Event description:
The customer reported that the device received error 211.2000. The customer replaced the logic board and the error still exists.

Manufacturer narrative:
The reported event of device had error 211.2000 issue, was created to document the event that the customer reported. The customer did not return the device for evaluation. The device has not been returned to service; therefore customer¿s reported problem cannot be confirmed. A review of the device history record for sn (B)(6) was performed, which showed the device had a manufacture date of 03apr2018 and confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The review was performed from the date of manufacture to the date of product release for distribution. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the device received error 211.2000. The customer replaced the logic board and the error still exists.